Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: resistance felt during insertion. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, resistance was felt during device insertion and only the distal guide tip could be advanced into the vessel. The device was removed and an angioseal was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.